Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that  there was no issue with product of any kind; the patient fell off a bed and his lead migrated and the healthcare provider (hcp) decided to replace current leads with new leads in the original implant spot. No diagnosis was performed to the manufacturer representative(rep)'s knowledge, they did the case and they reprogrammed and the patient is doing very well. The issue was resolved at the time of the report.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.